Event description:
Upon completion of the procedure, it was observed that the spar on the table was releasing from the table. The healthcare worker held the spar as the pt was removed from the table. The spar was then removed from the table and the table was held pending repair.

Manufacturer narrative:
The customer provided pictures of the table and the photos show the safety latch has been damaged. This damage caused the latching mechanism to be compromised. Further eval to be completed and f/u will be communicated. (B)(4), 2011.